Event description:
It was reported that a critical alarm occurred due to a motor stall. The patient¿s personal therapy manager (ptm) displayed an 8476 code and was going into their health care provider¿s (hcp) clinic to be assessed. The patient was taking oral supplementation. The patient¿s status at the time of report was alive ¿ no injury. It was later reported that the patient was to be seen on 2015 (B)(6) and a pump replacement was scheduled for 2015 (B)(6). The patient was reported to be doing well pre-op. The patient was feeling well in post-op, 1 hour after the pump replacement. Additional information received reported the other medications (oral, etc.) The patient was taking at the time of event included neurontin, ultram, voltaren, glyburide, byetta, lipitor, lasix, cozaar, allegra, celexa - hydrochlorothiazide (hctz), symbicort, proventil, prilosec, and baclofen oral. The patient experienced increased spasms, increased pain and tremors. The motor was stalled for over 24 hours. Per the pump¿s log, the motor stall occurred on 2015 (B)(6) at 16:14, with no motor stall recovery noted in the logs provided. A tube set message did not occur after the stall. There was only one motor stall noted in the pump¿s event logs. The cause of the stall was unknown. No troubleshooting was performed to resolve the event. The patient recovered without permanent impairment. The pump administered the following medications: dilaudid (concentration: 0.8 mg/ml, dose rate: 0.47506 mg/day), bupivacaine (concentration: 8 mg/ml, dose rate: 4.7506 mg/day), and baclofen (concentration: 17 mcg/ml, dose rate: 10.095 mcg/day).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8590-1, lot# n254976, implanted: 2010 (B)(6); product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found moisture and corrosion present on gear wheel 3. Analysis also found tube set present and a slightly discolored pump tube with slight wear present on the inlet and outlet portion. Analysis found residue and wear present on the lower shaft of the rotor magnet, and the lower shaft of gear one and two.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.